Manufacturer narrative:
Device passed displacement test and self test. Device was received with intermittent buttons response due to moisture damage on electronic assembly. No stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated insulin pump exposed to moisture and keypad was unresponsive. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.